Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) level (over 600 mg/dl) and a correction bolus was delivered to address the bg. The customer did not know the cause of the high bg. A pump system check was performed using the current pump supplies and no device issues were identified. The pump data was reviewed by tandem customer technical support (cts) and no alarms were found that would have stopped insulin delivery for an extended period of time. On (B)(6) 2017, the customer reported to have met with a healthcare provider and the pump's basal rate and carbohydrate ratios were adjusted. The customer declined further assistance from cts.